Event description:
We still observed leaks at the level of the plunger of the lor syringe. The leaks occured over the level of 6 ml. It happened with several syringes.

Manufacturer narrative:
Qn# (B)(4). A device history record review was performed on the lor syringe with no relevant findings. The customer reported the lor syringe leaked. The customer returned two empty kits with two 10ml plastic lor syringes. The syringes were visually examined. Visual examination of the syringes revealed that the syringes appear typical with no observed defects or anomalies. The returned sample was returned to the supplier (preox) for function testing. According to the supplier, no leak was found with either returned syringe. A design history review was performed for part # kz-05501-002 as a part of this complaint investigation. Per eco-057562 (released (B)(6) 2020), supplier (preox) made the following changes: optional component materials/mold locations: option 1: barrel: polypropylene - profax pf-535 lyondell-basell; plunger: polypropylene 100-ga12 ineos olefins & polymers (molded at fleima plastic); blue stopper: silicone rubber (molded at et elastomer technik). Option 2: barrel: polypropylene - profax pf-535 lyondell-basell; plunger: polypropylene profax pf-531 lyondell-basell (molded at gpe); blue stopper: silicone rubber (molded at psilkon). Lubricant: the i.d. Of the barrel lubricated w/ medical grade silicone (polydimethylsiloxan) and amount will not exceed 0.25mg per sq centimeter. These effective changes did impact product design and material. It should be noted, the returned lor syringes were from the new design. The returned sample was returned to the supplier (preox) for functional testing. No issues were found with either returned sample. The reported complaint of the lor syringe leaking could not be confirmed based on the sample received. The returned lor syringes were returned to the supplier (preox) for functional testing where no issues were found. A device history record review was performed on the lor syringe with no evidence to suggest a manufacturing related issue. Based on the supplier's results, no issues were found with the returned sample. No further action is required at this time.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
We still observed leaks at the level of the plunger of the lor syringe. The leaks occured over the level of 6 ml. It happened with several syringes.